Manufacturer narrative:
E1: establishment name: (B)(6). (Documented here in its entirety due to character limitations in respective field). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center screen suddenly, slowly darkened or blacked out during inspection. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the event occurred due to the faulty interface board. Olympus will continue to monitor field performance for this device.